Event description:
Six month following breast implant surgery (completely healthy zero problems before) my health started to decline. Started with cystic acne and unexplained rashes/dermatitis, progressed over the following years to diagnosis such as fibromyalgia, hypothyroidism, ibs, cfs later diagnosed as myalgic encephalomyelitis, vision changes, pots, mcas, general immune system distress, after removal, diagnosed with biotoxin illness/cirs. First set failed after 6 months and second surgery was 11 months later with new set, same model. Explanted (B)(6) 2017 and illness continues, currently unable to work. FDA safety report ID # (B)(4).